Manufacturer narrative:
A cracked reservoir tube lip, scratched reservoir window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed, and the issue was not resolved by a battery change. The buttons had not been pressed for longer than 3 minutes. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.